Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for downstream occlusion during a chemotherapy infusion when a patient was sitting on the intravenous (IV) line causing it to become clamped off (dose, medication, volume, and rate are unknown). It was reported the chemotherapy leaked via the bifurcation of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient was receiving an infusion of doxorubicin and vincristine; chemotherapy that was reported as toxic to skin. It was also reported the customer does "not believe it hit the patient¿s skin, as it was found on the bed sheets". A routine chemotherapy spill was initiated in response to the spill. The pump and tubing sets were swapped out to continue the therapy.